Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system failed to start up. A review of the log file showed that there were occasional errors on the flex vision pc. The issue was resolved after restarting the system. The rse monitored the system for a few days and followed up with the customer; they confirmed that the system is working fine. After restarting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.